Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, occlusion, priming and excessive no delivery tests. There was no prime anomaly. The device was monitored in an oven at 50 c for 3 days and there was no blank display or battery out limit alarm. There was no moisture damage found on the electronics assembly and motor. The device was received with cracked corner display window, cracked battery tube threads, scratches on the lcd window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call blank display and high blood glucose levels. Customer's blood glucose level was very high. Customer felt thirsty as a result of high blood glucose. Troubleshooting for blank display was performed. Troubleshooting was unable to resolve the issue and the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.